Event description:
It was reported that the unit lights up and appears to work, but there is no reading from the ear sensor. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.